Event description:
It was reported that the bronchofiberscope was reprocessed using an endoscope reprocessor that had diluted detergent. There was no cleaning brush in the endoscopy room so brushing may not have been sufficient. There were no reports of patient harm or involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to h2, h3, h4, h6, and h11. The device was not returned to olympus for inspection, but the reportable malfunction was confirmed by the regional investigation center, ric. Based on the results of the investigation, it is likely that the user's understanding may have differed from olympus recommendation in device handling and/or reprocessing steps. However, the root cause could not be specified. The event can be detected/prevented by following the instructions for use which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.